Manufacturer narrative:
The insulin pump passed displacement, rewind, and basic occlusion tests. The insulin pump was received with the motor error alarm stuck on a bolus delivery loop. The insulin pump's motor passed the motor test. The motor may have had an intermittent failure not detected during our testing. The insulin pump was received with a cracked case on the display window corners and a cracked reservoir tub lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 149 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.